Manufacturer narrative:
Study event. Evaluation summary: the stent remains in the pt's body. Stroke, embolism and hypotension are known potential adverse effects associated with the use of the device. A conclusive root cause of the stroke could not be determined; however, it does not appear to be related to a product quality issue. A review of the finished device lot history record did not reveal any non-conformity which could have contributed to this event. All released units from this lot met acceptance criteria per line reliability engineering testing.

Event description:
Device malfunction: none. Symptoms/ae: stroke. Time of ae: post procedure. It was reported that during a left common carotid artery stenting procedure, during pre-dilatation using a viatrac balloon, the pt experienced hypotension that resolved within 24 hours with medication. The procedure was completed and an rx acculink stent was successfully implanted in the lesion. That evening, the pt experienced an acute embolic infarct with expressive aphasia and mild right sided arm weakness. CT scan of the brain showed an area of infarct in the left frontal and occipital lobes. Heparin, plavix, and decadron were administered and the pt's symptoms improved but are continuing. Though requested no additional info was provided.